Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet bionic pancreas after not completing a supply change, with a highest reported blood glucose of 392 and ilet high alerts occurring; the infusion set and cartridge were implicated. Symptoms included feeling "all out of sorts." Outcomes included no outside assistance and no medical intervention. Investigation included troubleshooting and education provided by support staff regarding completion of the supply change and expectations for upcoming deliveries. Investigation of this case revealed user-related factors associated with incomplete supply change and high glucose event classification. It was concluded, based on previously established findings for similar reports, that the cause was user operational technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.